Event description:
It was reported that the battery pack cord was cut after surgery and moved to the back of the room for removal of the batteries. The customer was getting ready to transfer the pt to the recovery, when a "bang" sound was heard. The operating room technician went to see what caused the noise and the second battery exploded with debris in her eyes and on her body. The surgeon close by also had a fallout. The operating room technician was taken to eye wash station. The event occurred in operating room but it did not affect the pt. Additional clinical follow-up indicated that the operating room technician went to the ER after her eyes were washed at the eye wash station. When she was seen by the ER doctor, her eyes were washed again and she was given eye drops. The operating room technician also visited the eye doctor. The operating room technician stated that there was no damage to her eyes or her skin and that she was fine. The surgeon stated that he did not sustain injury.

Manufacturer narrative:
The device was scrapped by the customer and will not be returned to the MFR. Without the return of the device, the customer's reported incident cannot be confirmed. Subsequently, any analysis to determine subcomponent failures or addressing corrective action cannot be initiated. However, using the info from the customer's report the most probable cause for this event is user error in disposal of the device. The most likely cause for the batteries exploding was cutting the battery cables. Cutting the wires can potentially cause them to short out spiking the current in the battery pack to a point that the pressure inside the battery quickly increases until it causes the battery to eject the anode (explode).